Event description:
The customer reported that during the ablation, the shaft became damaged, and they also noticed leakage. No injury to the patient was reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The complaint was confirmed; however, nonconformance of this nature is monitored by the engineering, quality and management team members. This complaint will be used to trend for similar complaints. Trend data will be used to monitor complaints and the performance of production processes. A review of the electronic DHR for the lot number reported determined no exception documents were recorded that would cause this type of incident to occur. No additional product of the lot number reported by the customer to contain. Review of the complaint database found no additional related incidents recorded for this lot. The customer submitted a video of the suspect product and two photographs. The reported leak is evident in the video and the photograph displays a damaged catheter. They do not change the reportability of the case. If additional information should become available, a supplemental report will be filed.